Event description:
Pt was at home when he awoke to his lvad alarming "call the hospital" and "low speed / driveline fault". Pt admitted to hosp on (B)(6) 2019 and thoratec engineers were notified and arrived on (B)(6) 2019. The engineers spliced and repaired an external fracture of the driveline. Driveline continued to have low flow alarms on grounded power cable. Connected to non-grounded cable with relief of alarms.